Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the batteries were last charged on 20-aug-2019. He replaced the batteries and performed verification checks. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the batteries to be dead upon receipt and fail specification testing. After charging the batteries, they passed specification testing and he observed the power manager test platter to shut down after 64 minutes of load testing, which passes the specification of 52 minutes.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the batteries were dead. There was no patient involvement.